Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported the device turns on by itself. There was no patient involvement. The manufacturer¿s field service engineer (fse) could not duplicate the issue. The fse performed internal and external inspection and everything was properly connected. The fse performed additional troubleshooting and replaced the user interface board and cable user to power management as a preventive measure. Performed software 2.3 upgrade per customer request. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.